Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. Troubleshooting was performed, and the insulin pump did not pass the high pressure test. The customer changed the infusion set, but continued to experience elevated blood glucose levels. Nothing further was reported.